Event description:
Inbound. Patient reports no disposable alarm on both pumps and neither pump will prime using 100 ml cassette with flow stop, this is second cassette today from same lot causing same alarm. No further details provided.